Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus performed troubleshooting with the user facility contact however; the contact informed olympus that the device was not available at the time to further troubleshoot. The reporter indicated that he would follow the troubleshooting guidance and call back if further assistance is needed. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the device is showing a error code 102. The reporter stated that the light is dim and inquired about a bulb replacement. There was no patient involvement associated to this report.

Manufacturer narrative:
This report is being updated to report the investigation findings. New information is reported in h6, and h10. The instructions for use (IFU) shipped with the device provide the user with the following information related to the reported issue: "3. 3 installation of equipment" of the instructions for use of clv-190. Clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating. The device history record (DHR) for the device was examined and it was confirmed that there were no abnormalities in manufacturing of the device. Conclusion the root cause could not be identified. The following causes can be inferred from the survey results. E102 is an error message for the light source main lamp standing and disappearing. Though the decision cannot be made because there is no detailed information, the following are considered: accidental failure of the main lamp, inadequate wiping of the heat compound at the time of lamp replacement, lamp life, abnormal occurrence due to accumulation of dust. Because of its continuous use in facilities, it is likely that events occurred due to accidental temporary station abnormalities in the main lamp and the effects of dust deposition.